Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 7232cx implantable cardioverter defibrillator (ICD) implanted: 2004-(B)(6), explanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that during the procedure to replace the implantable cardioverter defibrillator (ICD) for a battery change, the right ventricular (rv) lead insulation looked "twisted and damaged." Of note, device interrogation did not show any signs of any lead "issue." The lead was capped and replaced. No patient complications have been reported as a result of this event.